Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02141 / 02142).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6)2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, loss of range of motion, metal poisoning, and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, loss of range of motion, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information was received in patient medical records for the revision procedure that took place on (B)(6) 2013. Revision operative report notes presence of black and gray metallosis and difficulty removing the modular head. Modular head and taper adapter were removed and replaced.